Manufacturer narrative:
Programming options were discussed. The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate antitachycardia pacing (atp) and an inappropriate shock for atrial fibrillation with rapid ventricular response. The rhythm was initially detection in the ventricular tachycardia 1 zone and redetected in the ventricular tachycardia zone. Technical services discussed that therapy was delivered since the episode was in redaction and inhibitors would not be available. No adverse patient effects were reported.